Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable assembly was evaluated and replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently shut down without command. There is no report of injury or death associated with the event described in this complaint.